Manufacturer narrative:
Heartsine contacted the customer to request additional information on the patient. Heartsine requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided heartsine with the available patient information. Patient fields in which information is not provided were intentionally left blank. A clinical review of this event was performed. The device performed to specification throughout this event. The device did not cause or contribute to the patient¿s outcome. The patient presented a non-shockable rhythm and thus defibrillation was not indicated. The advised treatment for patients presenting a non-shockable rhythm is CPR, which was performed during this event. Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device did not power on after the pads were attached to the patient. The patient associated with the reported event did not survive. Device use did not contribute to patient's outcome.